Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. E1 initial reporter name unknown.

Event description:
The user facility reported that after insertion of the impella cp, a new papillary muscle rupture occurred. Although there was originally a rupture of the posterior wall papillary muscle due to myocardial infarction (mi), the papillary muscle of normal myocardium not related to mi was also ruptured. This led to a hemodynamic collapse and emergency mitral valve regurgitation. The pump was successfully weaned and explanted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 event date was erroneously entered on the initial manufacturer device report number 1220648-2025-28244. H6 health effect: clinical code 4532 was erroneously entered on the initial manufacturer device report number 1220648-2025-28244. H6 health effect: clinical code 4451, 4868, and health effect: impact code 4624 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28244.